Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a scheduled follow-up. Upon interrogation, the implantable cardioverter defibrillator had non-sustained right ventricular oversensing episodes due to high frequency noise which caused pacing inhibition. It was noted with possible myopotential oversensing. Programming changes were made. The patient would be monitored with routine follow-up.